Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed a therapy electrode recognition test. Upon evaluation, the pulse wire was open between the distribution node (dn) and 'ECG b'. The cause of the test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A zoll distributor an electrode belt indicating that had non-functional therapy electrodes (tes).